Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery during normal use. The caller reported that the customer experienced high blood glucose at the level of 500 mg/dl at the time of the incident. The caller declined to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected battery out limit anomalies noted. Insulin pump received with minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.